Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report will be updated should pertinent information be provided.

Event description:
It was reported that this ventricular (rv) lead was surgically abandoned due to possible fracture and noise. A new lead was successfully implanted. No additional adverse patient effects.